Event description:
The facility reported a colleague infusion pump with a malfunction of the main display only showing half of the screen. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "main display only showing half" was confirmed and reproduced during product evaluation. The root cause was assigned to spots on the main display. The main display was replaced in order to correct this condition. This issue has been escalated to CAPA.